Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the sorin s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The sorin group field service representative on site for the routine service replaced the faulty level sensor to resolve the reported issue. Subsequent testing did not identify further issues. The replaced level sensor has been returned to sorin group USA for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 low level ii sensor did not recognize the presence of liquid in the reservoir during maintenance. This issue was noted by a sorin group field service representative during routine service. There was no patient involvement.

Manufacturer narrative:
The level sensor was requested and returned to livanova (B)(4) for further investigation. The reported issue could be confirmed as well and was caused by a loose wire which was not connected to the circuit board inside the sensor. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.